Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with the user noting ¿snacking at a party¿ around the time of the event and an on-device alert code 401. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of available case information and device alerts, with additional information requested from the customer. Investigation of this case revealed no confirmed device malfunction and an undetermined cause, with user behavior as a potential contributing factor not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.